Event description:
(B)(4). It was reported that post a coronary artery stenting treatment procedure, a CABG was performed. The 70% stenosed target lesion was located in the left anterior descending (lad) artery. The reference vessel diameter was 2.5mm and the lesion length was 20mm. No attempt was made for direct stenting. A 2.50x24mm liberte stent was implanted. There was 70% residual stenosis post-procedure. Procedure was not a technical success due to suboptimal deployment of the stent. Six days post index procedure, an elective CABG was performed. Graft involved the target lesion. Angiographic assessment documented stenosis (% not provided). The patient was discharged 15 days post index procedure without angina or silent ischemia. Discharge medications were asa 100 mg/day indefinitely and clopidogrel 75 mg/day for 1 month. No further data was provided.

Manufacturer narrative:
The device will not be returned for evaluation therefore a failure analysis of the complaint device could not be completed. The batch number is unknown therefore a review of the manufacturing documentation could not be performed. The most probable root cause is anticipated procedural complication, as this event is a known physiological effect of the procedure and is noted within the directions for use (dfu).(B)(4): product not returned for analysis.